Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 403 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Based on customer report they did not allege insulin pump was under delivering. Customer corrected the high blood glucose level by insulin pump and manual insulin injection or insulin pen. The insulin pump will not be returned for analysis.